Event description:
It was reported that the customer had issues with his sensor and blood glucose level reading difference. It was reported that the customer's blood glucose level was 226 mg/dl but his sensor glucose reading was 50 mg/dl. The insulin pump kept going into threshold suspend. He received a calibration error and change sensor alarm. When she removed the sensor, the site was bleeding. The sensor was bent. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.